Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. In conclusion, since the device was not returned to the manufacturer, additional evaluation of the valve was not performed. Based on the late onset of the endocarditis (at least 2 years after valve implant,) this event classifies as late pve which, according to scientific literature, occurs mostly due to community-acquired infection [ref. Piper c, körfer r, horstkotte d. Prosthetic valve endocarditis. Heart. 2001 may;85(5):590-3]. Furthermore, no manufacturing, nor sterilization or quality deficits were identified from the document review performed. As such, based on the information available, the root cause of the reported event cannot be attributed to the device itself but is more likely related to patient-specific factors, specifically the development of the root abscess that necessitated valve explantation.

Event description:
The manufacturer was notified of an explant involving a carbomedics top hat mechanical aortic valve. The following provides a summary of all information currently available to the manufacturer from patient/device tracking and the site. On (B)(6) 2022, a carbomedics top hat aortic valve, s5-027, was implanted in a 24 valsalva graft in the patient. Later the patient developed osteomyelitis from a toe which was amputated, mrsa bacteremia, and tee and CT scan showed the presence of a root abscess. Due to endocarditis and the root abscess, after about 3 years from implant, on (B)(6) 2025 the valve was explanted and replaced with a 25mm magna ease valve while the root was replaced with a 24 cardial root. After the reoperation, tee showed normal functioning bioprosthesis no paravalvular leak and preserved ventricular function. Mean gradient was 19 with a very hyperdynamic heart. The patient has recovered and was discharged on (B)(6) 2025. The site discarded the valve after the procedure.